Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 301971, expiration date 10/31/2010). Reference medwatch reports with patient identifiers (B) (6) and (B) (6) for the suspect devices used in systems 2 and 3 respectively.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 57 mg/dl, 120 mg/dl, 266 mg/dl, 76 mg/dl and 74 mg/dl; 366 mg/dl, 172 mg/dl, 265 mg/dl, and 196 mg/dl; 359 mg/dl, 287 mg/dl, 181 mg/dl, 176 mg/dl and 193 mg/dl. The reported results were obtained on different days, using different lot numbers (customer does not know which lot was used to produce which result). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.